Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomuy. It was reported by the affiliate that the tsb45 was fired straight out of the package and fired successfully. The instrument was reloaded correctly in view of the rep. The device fired, but the surgeon and rep noticed feel of 2nd lever appeared different. The handles would not open (tried to force open unsuccessfully). The surgeon used harmonic scalpel dissecting hook to cut out from specimen side. They eventually used an instrument to force open handles and jaw open. The instrument had laid the staples and fired. A few staples were loose and he used a monopolar to contain the small ooze. The surgeon was very understanding and used another tbs to complete the case. The case was extended 20-30 mins due to this event.